Manufacturer narrative:
H6: investigation summary two photos displaying two 100-count shelf cartons from batch 0238480 (p/n 309643) were received and evaluated. A device history review was conducted for lot number 0238480. The cartons were opened and contained an unknown number of syringes inside. It was observed, the top layer of blister packs inside the carton had gross ink stains, which were rejectable per product specification. Potential root cause for the ink stain defect is associated with the packaging process. It was likely the printer faulted after a power dip that caused a utility failure.

Event description:
It was reported that the syringe 10ml ll w/ndl 21x1-1/2 rb experienced discolored/stained primary packaging. The following information was provided by the initial reporter: customer received 400 each of item 309643/106005l, lot number 0238480, expiring 07-31-2025 on po 20809.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ll w/ndl 21x1-1/2 rb experienced discolored/stained primary packaging. The following information was provided by the initial reporter: customer received 400 each of item 309643/106005l, lot number 0238480, expiring 07-31-2025 on po 20809.